Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. Per the reporter, the customer passed away due to severe hypoglycemia and seizures. It is unknown if the customer was wearing the pump at the time of the event. At the time of this report, pump data is not available for review. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.